Event description:
High impedance of > 3000 ohms was reported. The cause of the high impedance was unknown. The lead was explanted. Further, it was questioned whether there was an apparent lead fracture. No patient complications were reported as a result of this event. Additional information provided by the healthcare professional indicated the lead was also exhibiting signs of oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed.